Event description:
Te deep brain stimulator was implanted in 2004. The generator was repalced in 2005 because the clear backing on the generator was peeling off. The physician removed the generator and replaced it.